Manufacturer narrative:
Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
This report is based on information provided by philips remote and bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The bench service engineer (bse) confirmed the customer reported problem of the touchscreen not working. The bse attempted to calibrate the touchscreen and the problem did not response. The bse found that the touchscreen needed to be replaced and provide the customer with a quote for services and the replacement part. This investigation is ongoing. It is unknown if the device was in use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
The bench service engineer (bse) completed the bench service where the touchscreen was replaced and the clients configuration was maintained. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It remains unknown if the device was in use at the time of the reported problem. No patient harm reported.

Manufacturer narrative:
H10. The replaced touchscreen part which experienced the customer reported device issue was returned to the philips product investigation lab (pil) for evaluation. The returned touchscreen flex circuit failed the required resistance testing. The high out of specification resistance results were determined to be the cause of the confirmed touchscreen misalignment issue. H11. Updated contact information and contact office entity.